Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. This is an addendum to the initial emdr submitted (MDR number: 1213643-2021-02465). It was identified that the emdr is a duplicate of a previously reported event (MDR number: 1213643-2019-04161). As such, this supplemental emdr is submitted to report the information. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2012 - patient was diagnosed with right costal margin trocar site incisional hernia thereby underwent repair, suturing of floating rib periosteum with the implant of ventralex mesh on (B)(6) 2012. Per operative notes, ¿noted a floating rib directly underneath the costal margin. A small ventralex patch was placed into posterior to the rectus muscles, anterior to the posterior sheath peritoneum, and this was sutured into place.¿(B)(6) 2018 - patient was diagnosed with right costochondral pain and meshoma between ribs on the right chondral margin thereby underwent robot assisted laparoscopic repair with removal of mesh and umbilical hernia repair. Per operative notes, ¿the balled-up mesh was visible through the peritoneum. The posterior rectus sheath was opened transversely and the firm scarred mesh was identified within a hyperchondrotic mass of chrondal tissue and mesh. The mesh was removed.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.